Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for non-sustained rv oversensing due to far p wave oversensing was observed. Programming changes were made.